Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 87, blood glucose reading 180mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. No additional information was provided

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested and it failed per specifications due to high readings. Sensor was found opened/used with a bent cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.